Event description:
(B)(4) clinical study. It was reported that a dissection occurred. The 3.7x12mm, 80% stenotic lesion was located in the mid right coronary artery. The lesion was predilated and then a 3.50x20mm promus element plus stent was deployed and post dilated. A dissection was noted proximal to the target lesion. The physician placed a 3.50x8mm promus element plus stent to treat the dissection. No further patient complications were reported. The patient was discharged on dual antiplatelet therapy.

Event description:
(B)(4). It was reported that a dissection occurred. The 3.7x12mm, 80% stenotic lesion was located in the mid right coronary artery. The lesion was predilated and then a 3.50x20mm promus element plus stent was deployed and post dilated. A dissection was noted proximal to the target lesion. The physician placed a 3.50x8mm promus element plus stent to treat the dissection. No further patient complications were reported. The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Corrections: upn- search from h7493911408350 - fg,promus element plus,mr,us 3.50x8mm - 39114-0835 to h7493911420350 - fg,promus element plus,mr,us 3.50x20mm - 39114-2035. Upn from h7493911408350 to h7493911420350. Catalog/model # from 39114-0835 to 39114-2035. Device lot number from 15601827 to 15612811. Device expiration date from 09/09/2013 to 09/13/2013. Device manufactured date from 10/25/2012 to 11/03/2012.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).